Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been inconclusive. Clinical assessment indicated that in summary, upon further review, the nature of the proximal endoleak that involved the cuffs was indeterminate. Adequate medical documentation and suboptimal imaging studies were available for this review. Product use was incongruent with the IFU due to: the aui use of the stents and inadequate left vessel access. Cautionary product use conditions that might have contributed to this event included pre-existing bilateral iliac artery stents. Two months post implant, there was evidence to support: an unknown endoleak just below the marker of the vela cuff; and, type ii endoleak from the left lumbar. The proximal cuff was placed over the distal cuff; there might have been evidence of a type iiia endoleak at the inferior margin of the proximal cuff, but this could have been an extension of the type ii endoleak in that area. Overlap appeared to be adequate. Seven months post implant, there was evidence to support: a new type ia endoleak; a persistent unknown endoleak of both cuffs, just below the vela marker, and an improvement of a previously identified type ii endoleak from the left lumbar artery, with no leak seen near the inferior margin of the proximal cuff (no type iiia endoleak). Eight months post implant, there was evidence to support a secondary procedure (diagnostic angiogram). The non-diagnostic movie supported the presence of an early right proximal endoleak of the cuffs, a new left proximal ia endoleak, and a type ii endoleak from the iliolumbar artery. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information; however, it is likely that misuse of the endologix device in a form of an aui may have contributed to the event.

Event description:
It was reported that 7 months post implant of an infrarenal aortic extension, a suprarenal aortic extension, and two limb extensions the patient developed an endoleak. It is noted the original implant was an aorta uni. The secondary intervention is pending. The patient was reported to currently be doing good.